Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture. The customer had a blood glucose level was 8.4 mmol/l at the time of the incident. The customer states that there was fluid/moisture in the insulin pump. The customer was informed that the pump needed to be replaced. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Performed pre-fill reservoir test. Found leakage anomaly during filling due to the second o-ring being out of the groove.